Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-02559. It was reported the patient lost stimulation. In turn, the patient alleges therapy is not consistently maintained when increasing amplitude. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken as the next course of action to address the issue.